Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event with a reported nadir of 39 mg/dl. The user lost consciousness and was incoherent and unable to recall the event. The ilet provided a low bg alert. A non-medical third party administered juice until bg recovered. No medical intervention was required.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.